Manufacturer narrative:
Weight, ethnicity, and race:unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.5/1.5/085 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to lens rotation not associated to low vault. The problem was resolved. The cause of the event is unknown. Reportedly, "both results of the types of calculations in casia2 were 12.6, but in practice 13.2 was appropriate."

Manufacturer narrative:
Additional information: d9: return date: 15-feb-2023. H3-device evaluation: the lens was returned with moisture in a microcentrifuge vial with foreign material on the lens surface, specifically, fibers. Visual inspection found the optic split. Dimensional inspections were unable to be performed due to significant lens damage. Claim# (B)(4).